Event description:
It was reported by a sales representative that a surgeon experienced difficulty removing a 3.0mm x 22mm tiger cannulated screw. The explanting surgeon did not originally implant the screw, and it had been implanted for approximately 2 years prior to removal. The reason for the removal surgery was because the screw was causing pain. To remove the screw, the surgeon cleaned around the head of the screw, inserted a k-wire to get centered, and toggled the tiger cannulated driver forward and backward to attempt better engagement, but these methods did not prevent the head of the screw from stripping. The surgeon attempted to use a hemostat to pull out the screw, but this caused more damage. The surgeon eventually drilled around the screw to lodge it free. The surgeon was not satisfied with the surgical site post-removal as the hemostat and the drilling pulled out a substantial amount of bone. The tiger screw and tiger cannulated driver were discarded at surgery, and are unable to be returned to the manufacturer. The lot number of the tiger screw and tiger cannulated driver are unknown, and a review of the manufacturing records was not able to be performed. If additional relevant information is received, a follow-up report will be sent accordingly.

Event description:
Doctor 1 experienced difficulty removing a 3.0mm x 22mm tiger cannulated screw (200-30-022) on (B)(6) 2018. According to the associated trilliant surgical sales representative, doctor 1 was not the surgeon who originally implanted the 3.0mm x 22mm tiger cannulated screw (200-30-022). The sales representative noted that the 3.0mm x 22mm tiger cannulated screw (200-30-022) was implanted two (2) years prior to removal. At this point in time, it is unknown why the patient wanted to remove the hardware. The sales representative is following up with doctor 1 to retrieve more information. Although the sales representative was not present at the removal case, he confirmed that doctor 1 used a pick to clean around the head of the screw, inserted a k-wire to get centered, and toggled the 3.0/4.0mm cannulated screw driver bit (210-40-003) forward and backward to attempt better engagement, but these methods did not prevent the head of the 3.0mm x 22mm tiger cannulated screw (200-30-022) from stripping. Doctor 1 attempted to utilize a hemostat to pull the 3.0mm x 22mm tiger cannulated screw (200-30-022) out of the site, but ended up damaging the 3.0mm x 22mm tiger cannulated screw (200-30-022) head even more. To remove the screw, doctor 1 eventually drilled around the screw to lodge it free. Doctor 1 was not satisfied with the condition of the surgical site post-removal, as the hemostat and the drilling pulled out a substantial amount of bone. The 3.0mm x 22mm tiger cannulated screw (200-30-022) will not be returned to corporate for review as it was discarded at the removal case. 01/02/2019 additional information: sales support followed up with the sales representative to retrieve reason for removal and he said, "it is my understanding that it was painful. She was petite."

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3), where the event is the patient experiencing pain, is unknown. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # could not be confirmed. See discussion below. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 5 above, device manufacture date (h4) is unknown. 9. Section h9 n/a to this report. 10. No files attached to this report. Investigation summary: review of returned part: analysis of the device could not be performed as it had been discarded at surgery. Review of surgical technique: review of the case history identified that the physician used the 210-40-003 2.0/2.4 cannulated driver to attempt to remove the 200-30-022 3.0mm tiger cannulated screw. This is the correct pairing of driver to screw. It was provided the screw had been implanted for two years prior to removal. Based on the length of implant, it is possible that patient anatomy and bone tissue formation may have influenced the force required to remove the screw, increasing the chance of the head stripping. The surgeon cleaned the screw head with a pick, but it was unclear how much tissue was removed prior to the attempt to remove the screw. The surgeon used a k-wire to center the driver per the IFU, and there was no report that the driver was worn or broken. The use of a hemostat to remove the screw is not consistent with the IFU, and increased the damage to the screw head, requiring the screw to be drilled out. Device history record (DHR) review: potential lot numbers could not be identified for this event. After further investigation, it was determined that the part of interest, 3.0mm x 22mm tiger cannuated screw, was implanted prior to the associated sales representative's location being created in netsuite. His earliest date of inventory reflects (B)(6) 2017. The reported event states that the 3.0mm x 22mm tiger cannuated screw was implanted two(2) years prior to (B)(6) 2018, which is prior to his earliest date of inventory on netsuite. In order to obtain more information, three (3) contact attempts were made (with one (1) written attempt) to the sales representative. No additional information was provided regarding the lot number of the removed screw. Therefore, lot number possibilities cannot be determined at this time and DHR review cannot be conducted. Previous complaint review (1 year): a review of previous complaints from the period of (B)(6) 2018 to (B)(6) 2019 identified two (2) other complaints for the event of a 3.0/4.0 screw stripped during removal. The event of the screw head stripping during removal/backing out has also been reported for the 2.0/2.4mm screws in one (1) instance. Conclusion/root cause analysis: in summary, the actual parts and DHR could not be evaluated. Review of the surgical technique indicates that the procedure specified by the IFU for removal using the driver was followed, as the appropriate driver was used over a k-wire to center the driver. The surgeon cleared the screw head with a pick, but it was unclear how much tissue was removed prior to the attempt to remove the screw. The amount of bone tissue and integration around the screw may have also been a factor due to the length of time of implant, and may have influenced the force required to remove the screw increasing the potential of the head stripping. The screw was ultimately removed successfully. Due to limited information available, a precise root cause could not be determined, but could possibly be due to patient anatomy and length of time of the implant.